Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced prolonged high glucose with a highest reported cgm value of 315 mg/dl while using the ilet system when insulin delivery stopped and an occlusion alert occurred on the pump. The event resolved after a supply change upon waking, and the user did not understand the occlusion alert prior to education. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact and no injury. Investigation included communication with the user and analysis of information provided by the user, along with troubleshooting and education on occlusion meaning, causes, and resolution. Investigation of this case revealed no device problem found, a usage problem identified involving improper or incorrect procedure or method related to the user interface, and the scenario was consistent with a compression-related occlusion during sleep. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.